Event description:
The customer reported to philips that the battery does not work due to depletion. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.